Event description:
Healthcare professional reported "replacement of left side due to intracapsular rupture documented with MRI test. During removal, rupture of device is found." The device has been explanted and replaced. Device has been discarded.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Continued e1 fax number: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.